Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01835. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified obtuse marginal branch. A 1.50 mm rotalink¿ plus and a 330 cm rotawire were selected for use. During the procedure, the rotawire got kinked midway upon performing ablation. When the burr was moved, it was noted that the wire also moves together. The wire and burr were removed and replaced with another of the same device. No patient complications were reported.